Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was visualized on the guide wire while advancing the steerable guide catheter (sgc). Troubleshooting was preformed and the thrombus was removed through the sgc. The sgc was removed from the patient and a replacement sgc was advanced successfully. The procedure was completed successfully by implanting a mitraclip. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.